Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 13cm distal to the is-1 connector pin into two segments. All fragments were received for analysis. An extraction aid was found in the distal fragment, it is reasonable to assume that the lead was cut during the extraction procedure. The performance of the lead fragments was scrutinized. The analysis showed multiple abrasion marks along the lead fragments. In particular 10cm proximal to the lead tip the insulation was found damaged due to wear, which is assumed to be the root cause of the reported oversensing leading to inappropriate shocks. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages such as cuts into the insulation 29cm proximal to the lead tip, most likely resulted from the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported approximately 76 months after the implantation, that the patient received inappropriate shocks due to oversensing. The lead was extracted.